Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
According to byteme cst unit, the provided bite video shows a slight posterior open bite present on the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.